Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Date of event, other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age and weight are unknown. Explant date is not applicable since the product was not removed. UDI number is not applicable. Lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per (B)(4), during clinical procedure, broken or fractured component was observed.